Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson & johnson portugal reports while the surgeon was rotating the assembly tool torque handle (helicopter handle) the assembly tool had broken and the tensile bar didn´t. Examination of the returned instrument confirmed the complaint; the proximal hex tip on the assembly tool broke off. It appears the user over-tightened the torque handle breaking off the tip. The IFU (instructions for use) states to ensure the black assembly tool handle is held stationary during rotation of the torque handle to prevent applying excessive torque. Provided information states the tensile bar did not break. Visual analysis found the tensile bar broke into two pieces. Visual analysis found deep nicks on the threads of the proximal hex preventing the cap to move up or down. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot ==> null device history batch ==> null device history review ==> null

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the surgeon was rotating the assembly tool torque handle (helicopter handle) and the assembly tool had broken, but the tensil bar didn´t.